Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that infusion line would not switch from infusion to fluid air exchange (fax) during the procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The DHR shows the product was released per specifications. The returned sample was visually inspected; the probe and drip chamber were noted to be cutoff. Used lab stock components to replace cutoff components and continue testing. A console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Fluid flowed to the drain bag without any interfering. Cleaning process was able to be performed after functional test had completed. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The auto infusion valve (aiv) was found to be conforming to specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).